Event description:
It was reported by the affiliate that during a pediatric stenting procedure, a 7x18 palmaz blue .018 transhepatic biliary stent came off of the balloon before deployment. Surgery was required to manage the situation. There was potential clotting. Device will be forwarded on receipt.

Manufacturer narrative:
Additional information was provided by the affiliate. The location of the stent placement was the atrial septum. The stent dislodged at the right atrium (ra)/inferior vena cava (ivc) junction when being pulled back into the sheath. The stent was snared in the ivc and pulled down to the femoral vein then a surgical cutdown at the femoral access site was required ed to remove the stent from the femoral vein. Given the length of the procedure, the patient developed iliac vein thrombus, and was in critical but stable condition in the picu at present. B)(4). Complaint conclusion: during a pediatric stenting procedure, a 7x18 palmaz blue .018 transhepatic biliary stent came off of the balloon before deployment. Surgery was required to manage the situation. The location of the stent placement was the atrial septum. The stent dislodged at the right atrium (ra)/inferior vena cava (ivc) junction when being pulled back into the sheath. The stent was snared in the ivc and pulled down to the femoral vein then a surgical cutdown at the femoral access site was required to remove the stent from the femoral vein. Given the length of the procedure, the patient developed iliac vein thrombus, and was in critical but stable condition in the picu at present. Product analysis revealed stent damaged of the strut. One non sterile catheter blue/slalom 7.0mm x 2.0cm 80.0cm was received inside a plastic bag. The balloon was partially inflated. Stent marks were observed in the balloon. The stent was received damaged of the strut. The stent was received not mounted in original position. There were blood residues observed in the returned device. No other anomalies were observed in the returned device. Stent marks were observed in the balloon. The stent was received damaged of the strut. Sem analysis was performed to identify the exact cause of rupture in the stent. Results showed that the fractures of the stent presented evidence of partial cutting and pulling stretching until separation were found also, ductile dimples and reverse bending conditions. Reverse bending or fatigue failures could be related to these surface characteristics, these types of failures occur due to a tensile overload. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Thrombosis is a known potential adverse event associated with vascular procedures. The act of introducing devices into the vasculature may disrupt the intima of the vessel wall triggering the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation around the damaged areas. The reported ¿stent dislodged-in patient¿ was not confirmed as the balloon was partially inflated and stent marks were observed in the balloon during analysis. The stent was confirmed to be fractured; however, the exact cause could not be conclusively determined. Procedural details note the target site was the atrial septum. The palmaz blue transhepatic biliary stent system is indicated for palliation of malignant neoplasms in the biliary tree as noted in the instructions for use (IFU). Additionally the IFU instructs, ¿after stent positioning, hold the delivery system immobile and retract the csi to uncover the stent. Caution: after completely retracting the csi, do not re-advance it over the positioned stent to avoid dislodging the stent.¿ based on the information available for review, procedural factors (stent pulled back into the sheath) may have contributed to the dislodgement of the stent from the stent delivery system. Removal of the device with a snare, as noted in the procedural details, may have contributed to the strut fracture found during analysis of the returned device. Neither the DHR review nor the analysis suggests that the difficulty reported by the customer is related to the manufacturing process. Controls are in placed to detect stent out of position before leaving the facility. Therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt. A review of the manufacturing records could not be conducted without a lot number. The gender of the patient is unknown.

Manufacturer narrative:
This device was returned for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. The lot number was provided as 15770309.